Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cine print circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not record or playback the cine runs. No pt injury was reported.